Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) and lead replacement procedure due to an unknown reason. The explanted devices were discarded by the medical facility. Additional information was received that the ipg was replaced due to need of MRI conditionality device. It was noted that during the procedure, the lead was damaged and opted to be replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) and lead replacement procedure due to an unknown reason. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 21105983.